Event description:
A nurse reported that while performing a trabeculectomy in the right eye, the suture broke creating a fluid shift that resulted in intraocular lens displacement in front of the iris. An alternate suture was obtained to resume the procedure. One day post op revealed less than satisfactory placement of the lens which may require repositioning. Additional information has been requested.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Manufacturer narrative:
Samples were returned to manufacturing which consisted of two needles attached to foam: needle number one had two and one-half inches of suture and needle number two had one and one-quarter inches of suture attached. There was an additional four inch piece of suture material received. All remaining suture material was visually conforming. The returned samples were functionally tested for tensile strength per facility procedure with the exception of sample number two as it was too short for testing. An overall 0.039 kg minimum average result was found to be conforming against a minimum average specification requirement of 0.019 kg. A suture diameter test was performed and all results met the diameter specification of .020-.029mm average. One customer lot number was identified with this report. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. The identified lot complaint history was reviewed and this is the third complaint for the reported lot number and the third for this issue. One component suture material lot was identified with the customer's identified lot number. The incoming lot was deemed acceptable with no abnormalities. Suture tensile strengths and diameters were deemed acceptable. Tensile strength at incoming inspection was acceptable compared to a minimum average specification of .024 kg. Suture component diameters were determined to be acceptable when compared to a specification of .020-.029 mm average. The evaluation cannot not confirm that the reported suture material is lower strength than normal specification. The complaint samples evaluated met specification for material strength. The root cause for the suture breakage cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the complaint samples met all specifications. Sutures material samples are tested at incoming for tensile strength and diameter. Sutures are 100% inspected by trained operators for proper attachment during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the reporting nurse clarified that suture breakage created a three to four minute delay in pressurizing the eye which resulted in hemorrhage of the choroidals and intraocular lens tilt. All reportedly resolved on its own after three weeks of close observation and intervention.